Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they had to have their spinal cord stimulator removed because it caused spastic colon issues. Agent could not locate them in the system. Patient verified it was an mdt device. Due to the nature of the call agent did not ask for an event date or a current managing healthcare provider (hcp). (B)(6) 2026 rtg1046972/update (con): no new information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.